Manufacturer narrative:
The device was not returned for evaluation. The review of the lhr (lot f0917505) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Based on the information provided, and no returned device for physical investigation, the cause of the reported ischemia could not be determined. It is unknown if the material was sent to pathology, therefore, it cannot be determined whether or not the suspect material was sealant. The mynx device is intended to seal femoral artery access sites. Per the mynx IFU, the safety and effectiveness of mynx have not been established in patient with arteries <5 mm in diameter.

Event description:
A female underwent successful stenting of a mesenteric artery in 2009. A 5f sheath was used for arterial access at the level of the femoral head. During the procedure, the 5f sheath was exchanged to a long 6f and then to a short 6f sheath at the end of the procedure. Upon completion, a femoral angiogram was performed showing a high bifurcation at the center of the femoral head. Stick location was inconclusive given the angle of fluoroscopy, but it appeared to be in the profunda artery. The common femoral artery (cfa) above the bifurcation measured 6mm while the origin of the profunda measured 4mm and 3mm further distally. The physician, not yet trained to the mynx procedure, proceeded to use the mynx closure device. Upon advancement of the advancer tube, it was suspected that the physician continued to hold the mynx device during swell time. During some point the balloon proceeded to pull through the arteriotomy (it is unknown if this was inflated or deflated). A femstop was applied to achieve hemostasis. Later, at an unknown time, the patient's foot became ischemic with absent tibial and pedal pulses. Access was subsequently gained on the contralateral side (late afternoon). It was discovered that the superficial femoral artery (sfa) runoff was compromised. The physician proceeded to advance a merci retriever device down the sfa to the abductor canal. He proceeded to remove some material that was described as thrombus in nature, but commented to be "tacky" and/or suspicious for being sealant (unknown if material removed was sent to pathology lab). An export catheter was then advanced for further aspiration. Patient was then placed on an overnight drip of heparin and consulted in the next day for possible further intervention, which was not suggested at that time. At about 4 days later, the foot was reported to have slightly improved. The hospital did not provide any further follow-up details.